Event description:
Monitor #5 set up for swan insertion procedure started. Monitor began to fail with vertical lines appearing on screen causing difficulties in viewing screen. Requested another monitor be brought in room by another nurse. Procedure had to be delayed, IV lines were out at this time due to central line. Discontinued drugs. Stopped vasopressors to maintain blood pressure. Lines changed to monitor #6 and monitor set up for insertion.